Event description:
It was reported that the nurse found that the patient's tracheostomy cannula was out of the patient and immediately checked and found that the tracheostomy cannula had completely dislodged. The doctor immediately gave the patient nasal cannula oxygen, sputum suction care, and kept the patient's airway open. The tracheostomy was successfully replaced. The head nurse inspected the tracheostomy cannula that had dislodged and found that the balloon was flat, leaking, and broken. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The device history review had no indication that the complaint was related to a service of the device within the review period.